Manufacturer narrative:
Stryker further evaluated the removed power pcb assembly and determined that the root cause of the reported issue was due to a shorted diode, designator cr3.

Event description:
The customer contacted stryker to report that their device is not powering on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's power pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device is not powering on. There was no report of patient use associated with the reported event.